Manufacturer narrative:
(B)(4). This event also includes device (B)(4)/ 00733132618675, (B)(4)/ 00733132618590, and (B)(4)/ 00733132618774.

Event description:
On (B)(6) 2019, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® aaa endoprosthesis featuring c3® delivery system and three gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2022, the patient underwent reintervention to treat a possible type ib endoleak. The physician implanted two gore® excluder® aaa endoprostheses. The patient tolerated the procedure.